Manufacturer narrative:
Concomitant medical products: product ID: 748351, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Other relevant device(s) are: product ID: 748351, serial/lot #: (B)(4), ubd: 27-jan-2018, UDI#: (B)(4). No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that when the new left implant battery was put in it seemed like his "cable" (lead) was a little bit short but as far as the patient can tell everything was working fine. The patient said that they lost some weight so that had helped because his "fat" was causing the cord to stretch out a little bit in their neck. No further complications were reported or anticipated with this event.